Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted the left main. Post-procedure subject¿s troponin increased. The patient was discharged 2 days alter. Cec adjudicated non-qwave mi (target vessel), medtronic extended historical peri- pci and non-q wave mi (target vessel), scai definition peri-pci. Cec adjudicated stent thrombosis as no event.

Manufacturer narrative:
Patient is a former smoker. Index was prompted by stable angina. It was reported that a driver bare metal stent was also implanted in the lmca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental to correct aware date (B)(4) 2018 to (B)(4) 2019. If information is provided in the future, a supplemental report will be issued.